Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the hss curved lenke in the set bent, and nearly broke in the patient when placing s1 screws. The front of the probe bent, where it should be curved upward instead curved to the right. A new probe was used to finish the case.

Manufacturer narrative:
The returned device was examined and found to have a bent tip. The complaint is confirmed. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.